Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the implantable cardiac monitor (icm) exhibited diagnostic anomaly resulting in multiple false positive atrial fibrillation (af) episodes. No changes or interventions were done. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of false af episodes was confirmed via provided device records. Based on the information provided, these false af episodes were triggered due to electrogram (egm) signal characteristics and limitations in the existing algorithm in implantable cardiac monitor (icm) device firmware. No device malfunction was found.